Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the meter wouldn't send blood glucose levels over to the pump. Patient blood glucose level at the time of incident was 600 mg/dl. Patient treated with insulin pump. Troubleshooting did not occur. Product will not be returned.